Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to open, and device was not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 failed to open and the device was not detected on the bus due to a loose ribbon cable. A field service engineer reseated the cable, cleaned and inspected the station to resolve the issue. The functionality was successfully tested. The system functioned as intended after the field service engineer repaired the device.